Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads and minor scratched display window. Insulin pump received with missing end cap sticker.

Event description:
It was reported that the insulin pump received a button error alarm. Customer does not recall any significant events leading to the alarm. Blood glucose value is 8.8 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.